Event description:
Under infusion: the patient reported that the medibag was still full and there was blood visible in the catheter and the downstream tubing. The pt reported that approx 1/3 of the 250 ml were delivered. There were no reports of any adverse pt events associated with this malfunction.